Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient presented in clinic for follow-up. The patient suffered with systemic infection. The implantable cardioverter defibrillator, right ventricular lead, left ventricular lead and atrial lead were explanted. A new right ventricular lead was implanted. The patient was stable post procedure.